Event description:
It was reported that during a therapeutic cholecystectomy procedure, the deflectable videoscope screen went black and an error b30 occurred. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Establishment name/e1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of b30 communication error was not confirmed. The root cause could not be confirmed; however, abnormality occurred at image sensor cable on the master side. We presume that video system center detected the abnormality, displayed the error message. The reportable malfunction of no image was confirmed. Based on the results of the investigation, event occurred by breakage of the image sensor cable which disturbed normal communication of image signal. Air leakage from a-rubber was also confirmed which was due to hole at the a-rubber by external stress. It is presumed that image sensor cable received stress when external stress was applied to a-rubber which led to breakage of the cable. The event can be prevented by following the instructions for use: operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.